Event description:
It was reported by the rep that (1) tlc75 was used during an colectomy procedure. It was reported by the rep that the tlc75 failed. The stapler did not fire properly and left an opening at the end of an anastomosis during the procedure. There was extended or time.